Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range left ventricular (lv) pace impedance measurements on the non-boston scientific lead. In addition, lv threshold measurements had increased along with possible loss of capture observed. Technical services (ts) was consulted and offered troubleshooting and programming recommendations. No adverse patient effects were reported. The lead remains in service at this time. No adverse patient effects were reported.